Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fourteen (14) micro-volume with luer lock end syringe inlets had particles in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.